Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR#2134265-2014-02109. It was reported that vessel jailing and pinching occurred. The 95% peri-stent restenosis in the previously placed study stent located in mid left anterior descending artery (lad) was treated with predilatation and placement of a 3.5 x 12 mm promus premier drug eluting stent overlapping the previously placed study stent. Post deployment of this 3.5 x 12 mm promus premier drug eluting stent; ivus was performed which suggested a more proximal plaque that protrudes to the ostium of the lad. Hence, the entire segment was covered with the placement of another 3.5 x 12 mm promus premier drug eluting stent in an overlapping manner. Post procedure the residual stenosis was 0% and timi 3 flow noted. Post deployment of the two 3.5 x 12 mm promus premier drug eluting stents there was jailing and ostial pinch of 1st septal noted which were treated with intracoronary nitroglycerine. The patient subject was discharged on dual antiplatelet medications.